Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set was pulled out due to which she experienced diabetic ketoacidosis. Therefore, on (B)(6) 2023, the patient first went to emergency room and was subsequently hospitalized. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was 600 mg/dl and had high ketone level which her healthcare professional assessed as dangerous/life threatening. The patient's daughter stated that she could not speak open eyes or know where she was. Furthermore, her heart was only 30% versus 55% prior to high blood glucose level event. Moreover, the infusion set was used for one day. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously, heart catheter, scope of throat, pick line intravenous heart medication, blood pressure medicine as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. As per the patient's daughter, she went to rehab facility from (B)(6) 2023 to (B)(6) 2023. No further information was available.